Event description:
ECMO rn was drawing blood off of the circuit when the middle blue portion pulled out of the cap, allowing air into the circuit. Rn reacted quickly, clamped the circuit, called perfusion and the attending. Pt had a brief desaturation, bradycardia, and hypotensive episode for a few minutes, and was bagged briefly. No arrest medications or compressions were administered. Perfusion arrived very quickly and resolved the issue; unclamped the circuit as it was in the venous side and would absorbed into the oxygenator. This facility has had at least 5 similar events with this device over the last month.what was the original intended procedure?drawing blood via smartsite cap.